Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during drain 1/6. The home patient (hp) disconnected accidentally and drained partially off the hc. The baxter technical service representative (tsr) advised the hp to end therapy and start over using new disposables. A follow-up call was placed to the hp's relative on (B)(4) 2010. The hp's relative stated the disconnect occurred at the end of therapy during drain 6/6. The patient line disconnected from the transfer set. The hp's relative stated she did not observe any damage to the cassette prior to use. The hp's relative denied any difficulty connecting the patient line to the transfer set at the start of therapy. No patient injury or medical intervention was reported.